Event description:
It was reported that the patient presented to the emergency room on 9 mar 2023 with bradycardia and syncope . Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and low pacing lead impedance. It also noted that the rv lead was fractured. The physician capped and replaced the rv lead on 9 mar 2023. The patient was in stable condition.